Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced severe odynophagia during the study. A repeat egd (esophagogastroduodenoscopy) was performed and the capsule was removed 3 days after placement and released into the stomach. The symptom was resolved after removal of the capsule endoscopically. It was reported that the physician has not changed his routine practice for these cases and adhered to the recommended protocol. There was no change in the pump used and it has been checked. There was no deviation in time used for suction or the amount of pressure. The physician was careful to advance the deployment device as straight as possible in a horizontal position.